Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient. According to the complainant, the patient experienced physical pain and suffering as a result of the implant. All other information, including the patient's current condition, is unknown and reportedly unavailable.